Manufacturer narrative:
The sample was collected in greiner edta 4ml tube, stored at room temperature and processed in the cassette presentation mode within 2 hrs of collection. Controls run before the incident and controls run after the incident were performing within qc specifications. Per customer feedback, previously-run patient samples were rerun to confirm samples were accurate back to the last acceptable control run. Raw data was requested, however, they were not provided for this investigation. The instrument operation was checked using latron control. Service was not requested for this event. Root cause for erroneous results is unknown. However, the instrument provided instrument generated messages to alert the operator to further review the results.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous differential results (high mo%, low ne% and ly%) with instrument generated messages on a single patient specimen generated by the unicel dxh 800 coulter cellular analysis system. The erroneous results were reported out prior to a performing a manual smear review. Manual smear review revealed significantly lower monocyte counts, along with higher neutrophil and lymphocyte counts which were consistent with rerun results obtained on an alternate dxh instrument. A corrected report was sent out based on manual smear results. No death, injury or affect to patient treatment.